Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. No product information is available to review device history records and complaint history search. Compatibility check could not be done with the available information. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. Attempts were made to obtain additional information through the warsaw linked complaint. No further details were made available. A definitive root cause cannot be determined with the information provided. Should additional information be obtained to further this investigation, this report shall be updated.